Event description:
It was reported that a patient who had been receiving anticoagulant therapy (medications unknown) because of a prosthetic heart valve had an uneventful novasure endometrial ablation on (B)(6) 2013. The anticoagulants had been discontinued prior to the ablation and her inr (international normalized ratio) was approximately 1.5 at the time of the ablation. Anticoagulation therapy was resumed following the ablation, with lovenox (enoxaparin) and coumadin (warfarin), doses unknown, and the patient was discharged home. She returned approximately 52 hours later with "severe uterine bleeding. Her hemoglobin [hgb] was 9mg/dl. Her anticoagulation therapy was discontinued. She [was] transfuses [with] 3 units of packed red blood cells and required uterine artery embolization". Afterwards, her bleeding subsided and she was restarted on anticoagulants. She was discharged on (B)(6). On (B)(6) 2013 the physician reported the patient is stable.

Manufacturer narrative:
Lot and serial number of the disposable device not provided by the complainant, therefore, the expiration date is not known. Serial number of the radio frequency controller not provided by the complainant. (B)(4) (bleeding). The device is not being returned therefore, a failure analysis of the complaint device cannot be completed. Lot number of the disposable device not provided by the complainant, therefore the manufacture date is not known. Device history record (DHR) review was unable to be conducted for the disposable device as the lot number was not provided by the complainant. (B)(4).